Event description:
Patient presented with increased pain and instability over a two year period.

Manufacturer narrative:
Other devices listed in this report: cat # 6632-3-405, lot # grsx, description: duracon cruc non bead b/p. Cat # unk, lot # unk, description: unknown duracon. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding revision due to instability of a duracon knee was reported. Conclusion: the investigation determined the instability was the result of tibial baseplate fracture, the fracture secondary to poor cementing of the baseplate. There is no indication that the femoral component contributed to the event.

Event description:
Patient presented with increased pain and instability over a two year period.